Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It has been reported that the wires were exposed during set up. There was no harm, no delay. No adverse events were reported as a result of this malfunction

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h8, h10. Current repair: product evaluation: product review of the electric dermatome (B)(6) by dover on 25 march 2020 revealed that the unit needed an aged repair. The customer requested to have the unit scrapped. Product repair: repair of the device was not performed because the customer requested to have the unit scrapped. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.